Event description:
It was reported that, during a meniscus repair surgery, both ts penetrated the meniscus when the t1 of the fast-fix flex was fired. The procedure was resumed, after a non-significant delay, using an equivalent s+n back up device. Both ts were removed from the patient, and no additional anesthesia was required due to the delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case- (B)(4). H2: additional information on b5 & h6 (health effect: impact code).

Manufacturer narrative:
H11: internal complaint reference: case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscus repair surgery, both ts penetrated the meniscus when the t1 implant of the fast-fix flex was fired. The procedure was resumed using an equivalent s+n back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H11 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed two sets of anchors were returned in original packaging with the batch number of the complaint on the label. One set of of anchors are from a fast fix 360. They have been cut from the suture after the knot was tightened down. The suture and insertion device not returned. The second set are from a fast fix flex. The t2 has been cut from the suture and was not returned. The t1 and suture were returned. The insertion device was not returned. Image attached. No functional testing can be conducted since there is missing components hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.